Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2018-01599. This report is being submitted as additional information. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 day. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with worsening flows and high filling pressures and a drop in urinary output. A test showed a large pericardial organized collection. The patient was sent back to the operating room to evaluate clots. Bleeding site was confirmed on the outflow graft and inflow conduit. Repair was performed and the patient chest was closed and the patient was returned to the intensive care unit (ICU). No additional information provided. Additional information was provided by the vad coordinator on 08aug2018 indicating that when the patient was taken to the operating room on (B)(6) 2018, the chest was prepared and draped in the standard fashion. After time out, the chest was open, followed by evacuation of large amounts of blood and blood clots. Oozing was encountered from a de airing hole in the outflow graft. This was oversewn using 5/0 prolene suture enforced with a pericardial pledget. The surgeon inserted an additional r angle chest tube and blake drain. La line was exchanged. The chest was copiously irrigated with warm saline. Instruments, sponge and needle counts were correct. The chest was then closed using the standard technique and patient transferred to ICU in stable condition.